Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) triggered on (B)(4) 2016. The device was subsequently returned and analyzed. The returned device indicated normal battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. It was noted that the right ventricular (rv) lead thresholds were programmed high which may have contributed to the unexpected longevity. The device was reprogrammed and subsequently replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.